Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "symetis tf delivery system was not retrievable after valve deployment, it was like hold on the ncc side of the stent, closing the delivery system was too risky, not fully opened again, after manipulations with the wire the stent holder already was above the hooks of the lower crown, then the valve moved towards aao. Conversion to surgery. After review of the case, the wire/system might be caught by one of two chordae of the anterior mitral leaflet." It was reported that the procedure was completed with a different device.